Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the piercing pins fell out of the solution containers; subsequently, a second sampling and preparation of granulocytes was required. It was reported that the nurse spiked the solution container of normal saline with one of the piercing pins of the tubing set. The second piercing pin of the tubing set was used to spike the solution container of granulocytes. The solution containers were hung on an IV pole. It was reported that while the nurse was moving one of the solution containers to another hook on the same IV pole, the piercing pins fell out of both solution containers. The solutions in the containers spilled onto the floor. It was reported that the granulocytes were donor specific and had to be recollected. The customer contact stated that there was a 10 hour delay in the delivery of the granulocytes. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.